Event description:
Healthcare professional called to report a left side capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: creases fold observed on the device. Wear abrasion observed on the device. Red particle observed on the device. Cloudy observed on the device. No further actions are required as the device was implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional called to report a left side capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.